Event description:
From the call center: I don't know if my battery in my stimulator is low or not, I need to make arrangements to see if the battery should be replaced. I take nausea medicine, zofran but it's not working this week. ID # (B)(6). Patient had battery exchanged. Explanted battery was disposed of therefore no analysis possible. No further action to be taken.